Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
After implantation, the sensor was broken and the wires were exposed at the root part. There was no problem with its functionality. The device was removed and there were no adverse consequences to the patient.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the catheter material was broken at the connector, and the internal wires were exposed but intact. The catheter was received in a small loop configuration held with suture. Due to the condition of the device as it was received, no functional testing was possible. The supplier was able to confirm the complaint and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.